Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair present within the packaging is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a 22 ga safestep infusion set was returned for investigation. The infusion set is shown thought he clear portion of the blister pack packaging. The package appears to have been previously opened. The needle sheath and white dust cap are present on the infusion set. A black colored fiber which appears to be hair is shown to be within the package. A red circle outline is shown over the photo where the hair is located. Since the package appears to have been opened prior to discovery of the hair, possible contributing factors include hair deposition prior to package seal or during package opening; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of ascqs0051 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was noted in the packaging of the device when opened. The device was not used into the patient.